Event description:
It was reported that one month post-op, pt was complaining of hip pain during physical therapy. Upon follow-up x-ray dr noted cup movement. He feels in an effort not to overream. Cup was removed in 2008 - no bone in-growth noted on cup. Cup came out easily. Replaced by trilogy & 40 head/liner.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.